Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back-therapy pads and on his legs. There was no alleged device malfunction contributing to the irritation. The patient's family physician prescribed antibiotics for the rash. Follow up indicated that rash improved.